Manufacturer narrative:
Failure analysis revealed the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners. No button response due to corroded keypad traces. No button error alarms noted. Moisture damage noted on the electronic assembly. No moisture damage noted on the motor assembly.

Event description:
It was reported that the insulin pump alarmed button error during a basal attempt. The customer was unsure of what her most recent blood glucose reading was but stated that she felt fine. The customer's mother stated that last week the customer was at the beach and the device had gotten wet, although it had been working fine since then until the time of the call. The caller observed that her daughter took the insulin pump off before getting into the water but received the button error alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.